Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, episodes of noise resulting in oversensing and inappropriate shock were observed on the right ventricular (rv) lead. Fluoroscopic imaging was performed and revealed the rv lead had become fractured. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.